Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse found the z axis motor in the down position and was unable to home it. The cup pickup assembly was replaced and the error occurred again during the alignment process. The fse replaced the cup pickup assembly and flat cable. Fse performed cup pickup alignment, ran the cup transfer reset five times with no errors. The daily background and customer quality control were performed with no errors. Instrument is functioning as intended and was released. . The most probable cause for this event is the z-axis motor on the pickup assembly . Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 4151 c.trans-z home detect error. Also, the customer indicated the waste chute is clear, no dropped cups and does not have a sorter. Customer requested service in order to address the reported issue which resulted in delay reporting of results for hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.